Event description:
A malfunction alarm with code malf 12 was reported, and technical support assisted the customer in resetting the pump, which resolved the issue. There was no reported impact on the customer's blood glucose levels. Technical support informed the customer to monitor the device and call back if the issue recurred, which the customer acknowledged.